Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient dizzy and near-syncopal at home. The patient was seen at the clinic where holter telemetry showed intermittent complete loss of capture and no pacing output. The lead was capped and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "fine".